Manufacturer narrative:
Manufacturer investigation conclusion: the reported system controller alarm not being active was not confirmed. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis; however, a log file spanning approximately 2 days ((B)(6) 2020 ¿ (B)(6) 2020 per timestamp) was submitted for review. On (B)(6) 2020 at 1:57:31 - 1:57:43 there was an atypical low voltage alarm which became a no external power event. The backup battery provided power during this event. The no external power event was due to a decrease of power from the mobile power unit and the event cleared when power was restored. There were no other notable alarms related to the reported event in the log file. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage advisory, power cable disconnect alarms, and no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ instructs the user of the potential hazard of tripping on both the ac power cord and patient cable. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient reported not hearing low voltage alarms from the device. The low voltage alarms were caused by the patient intentionally and erroneously unplugging the mobile power unit from wall power. No further reportable information was provided.